Event description:
It was reported that on (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of two promus drug eluting stents (des) to the proximal lad and one promus des to the first obtuse marginal. Post procedure residual stenosis was 10% in the proximal lad and 0% on the first obtuse marginal. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication clopidogrel 600 mg. On (B)(6) 2010, the patient started clopidogrel 75 mg dosing. Aspirin 81 mg dosing was started previously on (B)(6) 1994. On (B)(6) 2010, the patient was discharged from index hospitalization. On (B)(6) 2012, the patient underwent stenting of the left circumflex and right coronary artery with two drug eluting stents (unknown type). On (B)(6) 2012, the patient was rehospitalized with recurrent ischemic symptoms for which a cardiac enzymes test was performed and the patient was diagnosed as having a myocardial infarction. On (B)(6) 2012, angiography was performed on the left anterior descending artery (lad) which revealed a haziness that appeared to be approximately 70% with possible thrombus just after the septal branch. Balloon angioplasty was performed on the mid lad and a stent was placed in the proximal lad for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of ischemia, myocardial infarction, and thrombosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional 2.5 x 12 mm promus referenced is being filed under separate medwatch report.